Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a leak occurred where the male luer is fused to the tubing. A couple of drops started to leak when the bag was connected to the pump. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leakage from the bonded texium valve of a secondary set while y-ed to a primary set during a pump infusion was not confirmed.visual inspection of the valve noted no damage or any anomalies.extensive functional and pressure testing was performed via gravity and pump infusions; during the pump infusion the device was intentionally paused halfway through testing, the secondary texium set was disconnected and then re-connected, but this time re-orienting the valve position using the threading attachment starting point 180 degrees around from the original starting point on the smartsite. The device was then restarted and the infusion reached completion without any alarms or observed abnormalities, nor disconnection of any of the components. No leaking was observed at any time.the root cause was not identified.